Manufacturer narrative:
The reason for this revision surgery was to remedy a patients fractured glenoid bone. The implants were explanted after 1.5 years of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination.a review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint.a review of the product complaint report history showed this is the first complaint against this lot number. The root cause of the fracture of the glenoid was not reported. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient fracturing their glenoid bone. The surgeon removed the baseplate, screws, insert and head.